Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection and erosion. Reportedly, the patient was very thin. Additional information received indicates that the device had contamination issue. The patient was treated with intravenous antibiotics. Also, the field representative validated that anytime, a device is visible through an opening of the skin, it is considered contaminated. There was no complication with the extraction or subsequent reimplantation. No allegations against the lead. There were no additional adverse patient effects reported. The rv lead was explanted.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection and erosion. Reportedly, the patient was very thin. Additional information received indicates that the device had contamination issue. The patient was treated with intravenous antibiotics. Also, the field representative validated that anytime, a device is visible through an opening of the skin, it is considered contaminated. There was no complication with the extraction or subsequent reimplantation. No allegations against the lead. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery and the additional intervention treatment with the use of intravenous antibiotics. Upon receipt at our post market quality assurance laboratory, additional information indicates that this explanted product was returned but no analysis was performed as reported allegation of infection were known inherent risk of the device. The allegation was not confirmed. This supplemental is being filed to capture the product investigation results.